Event description:
It was reported that movement was poor so the hospital was visited yesterday to change the settings. The condition was poor today, so upon looking at the programmer screen to check it, the left stimulator showed as "stimulator on" and "battery ok", but "on" and "ok" did not appear on the right device. It was unknown if there were any contributing factors. The last time the screen was checked was a week ago, and "stimulator on" and "battery ok" appeared on both the left and right side. It was not checked after the settings were changed yesterday, so when asked how the settings were changed, the patient did not know. The power of the programmer was turned off temporarily and was re-synchronized, but the screen status did not change. Patient was informed of the preference changes, and patient felt relief when "on" and "ok" is displayed, so, the patient was asked to consider going for a medical consultation if the patient has any concern regarding their physical condition. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.